Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic partial colectomy procedure. For the first firing with the powered handle and the reload, checked the jaws opening / closing with no problem. The surgeon articulated the jaws to the right, then clamped the tissue with no problem. In every articulation, the surgeon opened the jaws and released the tissue from the cartridge. After that, the device did not work at all. Replaced by a new powered handle and a new reload and the procedure was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.